Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the fill syringe was hard to fill and it was hard to push insulin into the fill port. Insulin then leaked out the side of the pod. Additionally, it was reported that the needle mechanism did not deploy while the pod was on the patient, but after removed it deployed indicating a needle mechanism failure. The pod was not worn longer than to attempt to activate it. As treatment, a new pod was applied.